Event description:
It was reported the subject device was not working, had no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) is broken and image is green. Based on the results of the investigation, the root cause of the reported failure could not be identified. Additionally, it's likely the broken charged coupled device (r-unit) caused the green image is green, however the probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.